Event description:
New information received indicates that the lead was explanted and replaced during generator change out. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with an alert for high voltage lead impedance less than the lower limit measurement. Defibrillation threshold test was recommended. No intervention was made at this time.

Manufacturer narrative:
(B)(4).

Event description:
Correction: the lead was explanted due to lead fracture.

Manufacturer narrative:
A partial lead was returned to two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.